Event description:
In the process of connecting the vent to a new external battery the vent went down with power loss alarm. The rep stated they reversed polarity when hooking up the external battery.